Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the needle cannula cracked during the puncture in the vein." No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual and microscopic examination of the needle revealed multiple large cracks in the introducer needle. The returned needle was attached to a lab inventory ars and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. A device history record review was performed with no relevant findings found. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The complaint is reported as: "the needle cannula cracked during the puncture in the vein." No patient injury or harm reported. The patient's condition is reported as fine.